Event description:
It was reported that during a laparoscopic gallbladder removal procedure, when clipping the cystic duct the surgeon noticed that the clips were coming out in a pear shape. He also noticed some clips in the operating field shaped like scissors. The doctor mentioned that while clipping he fired with precise firings and consistent force. He did not notice any lateral forces that may have influenced the shape of the clip. He also did not notice that there was any inadvertent movement of the device while firing. He recalls seeing the clip perfectly positioned in the jaws. Another like device was used to complete the procedure. One device was discarded. Outcome: bleeding.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did both devices fire malformed (pear-shaped clips)? Yes. Did both devices fire scissored clips? Yes. How much bleeding occurred (please quantify amount)? Unknown. Was bleeding able to be controlled with clip applier of different lot number? Yes. Were any blood products given to patient for the bleeding? Unknown. Was there any change to procedure or post-op patient care? Unknown.